Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30551259m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an (B)(6) female patient underwent an idiopathic ventricular tachycardia (idvt) and a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis. During the case, a pericardial effusion was noticed. There was an impedance spike and the smartablate generator cut off ablation. This occurred during a 1-second lesion using 1 gram of force. The pericardial effusion was confirmed by intracardiac echocardiogram (ice). Medical intervention provided was a pericardiocentesis performed on the table and it was unknown how much fluid was removed. The patient required extended hospitalization as the physician wanted to monitor the patient for 1-2 days to make sure that the left ventricle (lv) function improved and the effusion did not return. The patient was reported to be in stable condition and fully recovered with no residual effects. Initially, it was reported that the physician did not think the ablation catheter caused the pericardial effusion but mentioned that the decanav used for mapping may have been the issue since the patient was believed to be frail and due to the patient's age. The physician believes that something may have been bumped when mapping with the decanav and that due to the frail state of the patient a pericardial effusion resulted. Additional information was received on 16-jul-2021 and it was reported that dr. (B)(6) no longer believes that it occurred due to the decanav. He thinks that the effusion was caused while using the ablation catheter in between lesions. However, no high forces were observed during this period, so it is hard to tell when this occurred. A transseptal puncture was not performed. Prior to noting the CT, ablation was performed for 1 minute and 14 seconds. There was no evidence of a steam pop. A smart touch catheter was used with a high flow setting of 17.3ml during ablation. A sudden impedance spike occurred that cut off the ablation generator. This gave a high impedance error which prompted the physician to look at the right ventricle (rv) function using the soundstar catheter. Force visualization features used were: dashboard, vector, visitag and the visitag module parameters for stability were: max distance change: 2mm, minimum time: 5s, force over time: 25% @ 3g. No additional filter was used with the visitag. Tag index was used for color option.